Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6) 2011; it is unknown if the patient was reimplanted. This report is filed june 19, 2012.

Event description:
Per the clinic, the patient developed a middle ear infection. Examination after an initial course of antibiotics (type not reported) revealed that a portion of the electrode array had extruded from the cochlea. The patient underwent revision surgery to reposition the electrode array. Explantation and implantation in the contrlateral ear is planned.